Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test". The patient's past medical history included pap smear abnormal and complication of pregnancy (first child stuck in birth canal). Concurrent conditions included obesity, hypothyroidism and asthma. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping),"), menorrhagia ("menorrhagia / bleeding in between menses / abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and coital bleeding ("postcoital bleeding"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced fatigue ("fatigue,"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), neoplasm ("tumor/teratoma/cancer"), weight fluctuation ("weight gain/weight loss") and weight increased ("weight increased"). The patient was treated with surgery (robotic assisted total laproscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, abdominal pain, back pain and vaginal hemorrhage had resolved and the alopecia, fatigue, hormone level abnormal, migraine, headache, neoplasm, vaginal discharge, weight fluctuation, coital bleeding and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, neoplasm, pelvic pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: one trailing coil at the end of the procedure.the coils are deployed on the right and there are four trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. On (B)(6) 2015 patient had transvaginal ultrasound. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea, dyspareunia, menorrhagia, postcoital bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping),"), menorrhagia ("menorrhagia / bleeding in between menses / abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and coital bleeding ("postcoital bleeding"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced fatigue ("fatigue,"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), neoplasm ("tumor/teratoma/cancer") and weight fluctuation ("weight gain/weight loss"). The patient was treated with surgery (total laproscopic hysterectomy with bilateral salpingectomy ¿ robotically assisted laparoscopic). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia and vaginal haemorrhage had resolved and the dyspareunia, abdominal pain, alopecia, back pain, fatigue, hormone level abnormal, migraine, headache, neoplasm, vaginal discharge, weight fluctuation and coital bleeding outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, neoplasm, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: one trailing coil at the end of the procedure.the coils are deployed on the right and there are four trailing coils. Diagnostic results: on (B)(6) 2015 patient had transvaginal ultrasound. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea, dyspareunia, menorrhagia, postcoital bleeding, most recent follow-up information incorporated above includes: on 2-mar-2018: pfs+mr received, reporter added,historical condition added, lab data added events added as follows:- vaginal haemorrhage,fatigue, hormonal level abnormal, migranine, headache, neoplasm,vaginal discharge, weight increased, weight decreased, coital bleeding, lot number received. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in an adult female patient who had essure (batch no. 641431) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test". The patient's past medical history included pap smear abnormal and complication of pregnancy (first child stuck in birth canal). Concurrent conditions included obesity, hypothyroidism and asthma. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping),"), menorrhagia ("menorrhagia / bleeding in between menses / abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), alopecia ("hair loss"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and coital bleeding ("postcoital bleeding"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse),"). On an unknown date, the patient experienced fatigue ("fatigue,"), hormone level abnormal ("hormonal changes"), migraine ("migraines"), headache ("headaches"), neoplasm ("tumor/teratoma/cancer"), weight fluctuation ("weight gain/weight loss") and weight increased ("weight increased"). The patient was treated with surgery (robotic assisted total laproscopic hysterectomy with bilateral salpingectomy ). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, abdominal pain, back pain and vaginal haemorrhage had resolved and the alopecia, fatigue, hormone level abnormal, migraine, headache, neoplasm, vaginal discharge, weight fluctuation, coital bleeding and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, coital bleeding, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, neoplasm, pelvic pain, vaginal discharge, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: one trailing coil at the end of the procedure.the coils are deployed on the right and there are four trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. On (B)(6) 2015 patient had transvaginal ultrasound. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: dysmenorrhea, dyspareunia, menorrhagia, postcoital bleeding, most recent follow-up information incorporated above includes: on 22-may-2018: plaintiff fact sheet received; events weight increased & device monitoring procedure not performed are added. Outcome of events pain, cramping , & abnormal bleeding are updated. Concomitant drug added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), alopecia ("hair loss") and back pain ("back pain"). The patient was treated with surgery (hysterectomy to remove essure in (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, abdominal pain, alopecia and back pain outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, dysmenorrhoea, dyspareunia, menorrhagia and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009, and reported adverse events, including pelvic pain. The plaintiff was submitted to a hysterectomy to remove essure in (B)(6) 2015. Pelvic pain may occur during essure therapy. This case was classified as incident since device removal was required. A product quality defect could not be confirmed but is considered plausible. Follow up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), dysmenorrhoea ("dysmenorrhea"), menorrhagia ("menorrhagia"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), alopecia ("hair loss") and back pain ("back pain"). The patient was treated with surgery (hysterectomy to remove essure in (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, abdominal pain, alopecia and back pain outcome was unknown. The reporter considered pelvic pain, dysmenorrhoea, menorrhagia, dyspareunia, abdominal pain, alopecia and back pain to be related to essure. Company causality comment: this litigation case report refers to a plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2009, and reported adverse events, including pelvic pain. The plaintiff was submitted to a hysterectomy to remove essure in (B)(6) 2015. Pelvic pain may occur during essure therapy. This case was classified as incident since device removal was required. Follow up information will be obtained through the litigation process. A product technical analysis is being sought.